Event description:
According to the reporter, during a lower rectum resection (lar), when the reload was first articulated and started firing, a noise was heard, and some inner parts of the reload came out by the gap. The reload did not fire. A new 60mm reload was used. Once the reload was fired, the surgeon discovered that even though the staples came out, it did not hold the tissue properly, and the suture line was partially opened. The first suture line was partially opened, the one formed by the first fire. It was observed that the staples had a good formation. The surgeon decided to use a reload from a different manufacturer to finish the case.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu - (lot#: n4l1779y); sigpshell sig power sigpshell control shell - (lot#: n3f0176y); sigphandlesig power sigphandle handle - (serial#: (B)(6); sigsbchgr sig power sigsbchgr one -bay charger - (serial#: (B)(6); sigadaptstnd sig power sigadaptstnd linear adapter - (serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.